Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). Investigation conclusion: the investigation of the returned web system found no damage to the web implant and pusher; however, the unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the lead wire damage, but the damage is consistent with the device experiencing forces exceeding the lead wire's yield strength.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted upon conclusion of investigation.

Event description:
It was reported the the web device was used to treat a patient with an anterior communicating artery (acom) aneurysm. After deployment of the sent, multiple attempts to detach the device using a detachment controller have failed. The device was retrieved and removed and the procedure was successfully completed using another web device. The patient is reported to be stable.